Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture at max output and had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.